Event description:
Disassociation of humeral component from humeral stem.

Manufacturer narrative:
An evaluation of the device history record provides assurance the part was accepted with conformance to product requirements. Evaluation of immediate post operative x-rays from primary surgery and x-rays after humeral disassociation revealed the glenosphere was not fully seated after the primary surgery, but at some point (presumably during the normal physiological loading) the glenosphere seated itself. The seating of the glenoshpere resulted in the glenosphere locking screw sitting proud of the glenoshpere apical hole resulting in the glenosphere locking screw digging into the humeral liner.